Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged quickpass lasso, ar-6068-90t, batch 4247152361, was received for evaluation. Visual inspection noted no issues with the device. Functional testing was performed by using the thumbwheel to retract and deploy the nitinol loop; the device functioned as intended. No problems were identified during evaluation. The complaint allegation is not confirmed. Refer to the attached investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder instability surgery it was difficult to deliver the suture with the lasso. 2 products with the same batch/lot (ar-6068-90t/4247152361) were tried. No part of the devices broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.